Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving unknown concentration and dosage of baclofen via an implantable infusion pump for the treatment of intractable spasticity and spinal cord injury/spinal cord disease. It was reported that "there's a virus that it gets" and there's an infection on the skin. Patient was unsure how it happened, stating "it just shows up" and doesn't know cause. It always started out looking like rash that never goes away, and cannot be treated with "hardcore antibiotics". The infection occurred probably 3 weeks to a month ahead of removal date. No further complication was reported.